Manufacturer narrative:
This patient was scheduled to receive bilateral implants on (B)(6) 2018. At the time of this surgery, the surgeon stated that he was not able to get the patient into the planned occlusion due to his extremely aberrant anatomy and the inability to mobilize his soft tissue.

Event description:
The surgeon was unable to implant these bilateral tmj devices.